Event description:
It was reported that the day after the implant, high, out of range, lead impedance and high capture threshold were observed. A loose setscrew was suspected. The lead was repositioned. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).